Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1.0ml 30ga 8mm plunger was difficult to move. The following information was provided by the initial reporter : the consumer reported using the syringe and the plunger will not go down or move down during injecting. Date of event : unknown. Samples status : awaiting sample.